Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted. Patient was stable before, during and after the event.

Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed during a follow-up in clinic. The patient was asymptomatic. Programming changes and further testing were recommended.